Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys total psa immunoassay (total psa) on a cobas e 411 immunoassay analyzer. The initial result was 0.04 ng/ml. This result was reported outside of the laboratory where the doctor indicated the result did not correspond to the patient's historical values of 5 ng/ml. On (B)(6) 2019 the original sample was repeated with a result of 6.53 ng/ml. A new sample was also obtained on (B)(6) 2019 with a result of 6.38 ng/ml. There was no allegation that an adverse event occurred. The total psa reagent lot number and expiration date were not provided.

Manufacturer narrative:
The provided calibration and qc data was acceptable at the time the sample was run. The customer did not use rack adapters which are required for use with 13 mm. Diameter tubes. Based on the provided data, an assay related issue can be excluded. The total psa lot number was 315714 with an expiration date of aug-2019. The investigation did not identify a product problem. The cause of the event could not be determined.